Event description:
Caller states that the patient tested 3.8 inr and 2.2 inr on the same device within 8 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.